Event description:
It was reported that the hose of the motor device, inside near the foot pedal connection was broken. During in-house engineering evaluation it was determined that the device was power broken ¿ would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device, and the reported condition was confirmed. An assessment was performed and it was determined that there was hose damage, the device was power broken ¿ would run in the locked position, the locking components were damaged, there was insufficient/low power, worn vanes, and the device was loose. It was further determined that the device failed pretest for hose verification, loctite verification, safety assessment, and rotational speed assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device, and the reported condition was confirmed. An assessment was performed and it was determined that there was hose damage, the device was power broken ¿ would run in the locked position, the locking components were damaged, there was insufficient/low power, worn vanes, and the device was loose. It was further determined that the device failed pretest for hose verification, loctite verification, safety assessment, and rotational speed assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported that the hose of the motor device, inside near the foot pedal connection was broken. During in-house engineering evaluation it was determined that the device was power broken ¿ would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had hose damage (excluding rupture), the device would run in the locked position ¿ power broken, the locking components were damaged, the device had insufficient/low power, worn vanes, and was loose. It was further determined that the device failed pretest for hose verification, loctite verification, safety assessment, and rotational speed assessment. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had hose damage (excluding rupture), the device would run in the locked position ¿ power broken, the locking components were damaged, the device had insufficient/low power, worn vanes, and was loose. It was further determined that the device failed pretest for hose verification, loctite verification, safety assessment, and rotational speed assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Correction: h6: the assignable root cause was reported as due to improper maintenance in the previous medwatch report. Upon further evaluation, it was determined that the assignable root cause was traced to the user, which is user error.